Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 gtn surgery, the drill contacted to t2 gtn nail when drilling via an drill sleeve, and miss drilling occurred. Then, the drill was broken inside the patient. Since the broken drill was outside the patient's bone, it was completely removed from the patient. The broken drill was replaced with another drill but the same event occurred and the drill was removed from the patient. Ultimately, a target device was removed, proximal hole and distal hole was drilled using radio lucent drill, and the surgery was completed. In checking of the function of the target device before the surgery, there was no contact to the nail hole.